Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 871, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2017, product type catheter.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving fentanyl (1000 mcg/day ¿ concentration unknown), bupivacaine (dose <(>&<)> concentration unknown), and morphine (dose <(>&<)> concentration unknown) via an implanted pump. The indication for pump use was other chronic/intractable pain (trunk/limbs), spinal pain, lumbar radiculopathy, and non-malignant pain. On (B)(6) 2017 it was reported that the patient had a seroma at the pump site and the doctor removed 100+ cc of fluid. The patient did not report any change in therapy effectiveness but the doctor suspected a catheter issue. The doctor opened at the pump site and inspected the connection. When the catheter connection looked good, the surgeon opened at the spine and inspected the catheter all the way back to the insertion site. The doctor found a significant leak in the catheter at the spine near the insertion site. The catheter was completely removed and a new catheter was placed. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The issue was resolved. The patient status was reported as ¿alive ¿ no injury¿. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8711, serial (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2017, product type: catheter. Product ID: neu_unknown_cath, serial# unknown, product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the catheter ((B)(4)) found a reliability non-conformance of the catheter body with a hole caused by deep abrasion. Analysis of the unknown serial number catheter found no significant anomaly; the catheter was incomplete/returned in segments. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the serial number of the catheter was (B)(4). It was noted the patient's baseline weight was 299 lbs. The site updated the clinical diagnosis to cerebrospinal fluid (csf) leak. Due to the large collection of fluid at the pump pocket a catheter dye study had been performed to ensure the integrity and functionality of the pump. After the catheter was removed and replaced the patient stated he was doing well. There were no signs of infection and the post-operative pain was controlled. The outcome was resolved without sequelae on (B)(6) 2017. The etiology was noted as possibly related to the device or therapy and the implant procedure.